Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt stated she is not even sure if this therapy is working for her anymore for the past couple of years. Pt clarified she has additional issues with her back. Pt feels like this has no use for her. Pt feels like she is always calling because of equipment issues and she does not feel like it is worth the stress of dealing with that and the therapy was not helping her. Pt stated that the ins did work for her when it was implanted but her back issues started to progress and get worse so at this point it is hard to tell if the ins/ therapy is helping at all for the past couple of years. Pt stated she is going to consult another surgeon about removing the ins. Pt mentioned she is scheduled to have another back surgery, unrelated to the ins but she wanted to see if they can just take the ins out at the same time. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt). It was reported that their implant did not help with their discomfort that they were living in. Patient did not provide event date. Patient mentioned they were having terrible back issues. Patient had degenerative back disease and 4 back surgeries with problems in between. Patient had scoliosis, spinal stenosis, and all kinds of hardware in their back. Patient also found the implant a nuisance because the implant didn't have much of a battery life and they had to perpetually charge the implant. Patient did not use the implant much. Patient mentioned they had additional issues that transpired. Patient needed an MRI and needed to get their knee examined as well. Patient mentioned they would love to have the implant removed. Agent mailed physical copy of physician listings to the patient. During the call patient just started charging their controller. Agent advised patient to call back after charging the controller to continue charging their implant. Pt reported they had to cancel their MRI. Agent reviewed recharging the implant and how to enter MRI mode. Pt will call back in to review info when they are closer to their MRI. Pt stated they wanted the implant removed because it was not helpful. Pt stated their knee needed the MRI.